Event description:
The patient reported experiencing drug overdose, yellow hands/feet/toenails, swollen hands/feet/eyelids, itching, and weight gain since her pump and catheter were replaced. The pump is infusing dilaudid and bupivicaine which are the same medications the patient received with the previous pump. However, the patient questioned, "my previous pump had 2 breaks in the catheter, can this be related?" In addition, the patient reported the dilaudid dose was not reduced after surgery which resulted in the overdose. The patient reported spending an additional 36 hours in the hospital due to the symptoms experienced, and also reported getting good pain relief now. Information has been requested from the patient's physician regarding circumstances associated with the patient reported events, along with the replacement device information which are not reflected in the manufacturer's device registration system. A follow up report will be sent when new information is received. See manufacturer report #6000030-2007-01169.